Manufacturer narrative:
The manufacturer conducted a documentary review: product met specifications per documentary review. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2023, patient presented to springfield clinic main campus with complaints of swelling. Imaging performed during the visit revealed that the patient had developed acute deep vein thrombosis. His injuries were treated with medication. On or about (B)(6) 2024, patient again presented to springfield clinic main campus. Imaging performed during the visit revealed a new non-occlusive thrombus and patient's injuries were treated with medication. On or about (B)(6) 2024, patient presented to (B)(6) hospital, for port removal. The procedure was performed by dr. (B)(6), m.d.